Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As a revision surgery was reported, the complaint is considered to be confirmed. The sl360 multi-implant system (part# 74-0004, lot# 152590) was not returned for investigation and no photos, scans, or physician's reports were provided. For these reasons, no visual inspections could be conducted. The DHR for this product was reviewed, no non-conformances were found. There are no indications of manufacturing defects. For this part (74-0004) and the previous one year (from the notification date) regarding a revision surgery due to post-op complications where the sl360 may have contributed to the need for a revision surgery, there is a complaint rate of 0.036% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint could not be determined from the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: unknown screws, part# unk, lot# unk.

Event description:
It was reported the sternal closure device caused venous bleeding under the sternum at the location of the cable. The implant was removed and the bleeding was addressed with trap stitches. A new sternal closure device was used to complete the operation. No additional patient consequences have been reported.